Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that e237 scope error could not be duplicated, and the bending section cover adhesive was chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope displayed an e237 scope error while being used with the cv-1500. The issue was found during an unspecified procedure, which was completed with a similar device. The device was returned for evaluation. During the device evaluation, the foreign material attached to the nozzle / forceps mouth / bending section cover adhesive was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - brown foreign material was found on the nozzle/instrument channel outlet/ bending section cover (a-rubber) glue. From component analysis, organic silicone/ silicic acid/ carboxylate/ protein components were commonly detected. It is believed that the main cause of residual foreign material is that chemical residue and stain gradually accumulated due to insufficient cleaning during reprocessing. However, since no deviation from the instructions for use (IFU) was confirmed in the reprocessing procedures at the user facility, the causal relationship between reprocessing and foreign material residue cannot be definitively concluded. As there was no information that could confirm a clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. It is recommended that the user facility continue to perform pre-use inspections and periodic inspections. Regarding water invasion inside the scope connector, the venting connector is considered to be the route of water invasion, so it is further recommended that the user facility refer to the reprocessing manual "5.4 leakage testing of the endoscope", and continue to handle the device with care. Olympus will continue to monitor field performance for this device.